Event description:
Boston scientific received information stating: patient was seen in hospital post tavi procedure. Pt had oversensing of atrial lead on ventricular lead leading to pacing inhibition in the ventricle. This occurred only occasionally. Pt was fairly dependent in the ventricle so this resulted in a pause in the pts rhythm. It was suspected that one of or both the rv/ra leads were dislodged slightly during the tavi procedure. Programming changes were made to overcome the oversensing while the patient waited for lead repositioning. It was also commented that oversensing might have been partly due to the rv lead being integrated bipolar. The patient was asymptomatic to the occasional dropped beats. (B)(6) dr. (B)(6) lead implant date (B)(6) 2011 event date (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).